Event description:
It was reported that during use of the pegasus yel 24ga x 0.75in prn the patient had unplugged the indwelling needle and the needle handle on the hand, and the catheter was missing half of the needle. An x-ray was performed and no foreign matter was found or tube in the patient. The following information was provided by the initial reporter, translated from chinese to english: the patient was a young child. On the morning of (B)(6) 2019, start usage of the 24ga pegasus. On the afternoon , child's family found that the patient had unplugged the indwelling needle, took the needle handle on the hand, and the catheter was missing half of the needle. No broken tube was found nearby the patient. No broken tube found nearby the insertion site under x-ray.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9106982. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Visual inspection of the returned sample was able to identify surface irregularities that can not be made during the manufacturing process. Additionally pull force testing of the retention samples for this lot, found all tested units to perform within product specified limits. Based on our observations, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the pegasus yel 24ga x 0.75in prn the patient had unplugged the indwelling needle and the needle handle on the hand, and the catheter was missing half of the needle. An x-ray was performed and no foreign matter was found or tube in the patient. The following information was provided by the initial reporter, translated from chinese to english: the patient was a young child. On the morning of (B)(6) 2019, start usage of the 24ga pegasus. On the afternoon , child's family found that the patient had unplugged the indwelling needle, took the needle handle on the hand, and the catheter was missing half of the needle. No broken tube was found nearby the patient. No broken tube found nearby the insertion site under x-ray.